Event description:
The pt experienced a loss of stimulation sensation. Impedance of >3600 ohms were measured on electrode 0 on program 1. Electrodes used in programs 2 and 3 were within normal ranges. Additional info was requested.

Manufacturer narrative:
(B)(4).